Event description:
The right ventricular (rv) and atrial (ra) leads were returned to the manufacturer, analyzed, and tested out of specification. Information received from the clinic disclosed that the ra lead was fractured and was kinking at the venous insertion site. The clinic stated no performance issue for the rv lead. The rv lead was explanted in association to issues related to the ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was fractured. The proximal conductor was distorted. The inner insulation was kinked/buckled. The inner tubing was kinked/buckled. The outer insulation had a white substance and had cosmetic depression. There was blood in/on the helix/lobe mechanism. The lead was stretched. Visual analysis noted diatal continuity failed due to conductor fractured--distal conductor fractured. (B)(4) the full lead was returned and analyzed. The distal conductor was fractured. The proximal conductor was distorted. The inner insulation was kinked/buckled. The inner tubing was kinked/buckled. The outer insulation had cosmetic cut, had a white substance, and had cosmetic depression. There was blood in/on the helix/lobe mechanism. There was tissue on the helix. The lead was stretched. Visual analysis noted distal continuity failed due to conductor fractured--distal conductor fractured.